Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an idvt ¿ left ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ lgc. It was reported that after removing the dilator from the vizigo sheath and flushing the vizigo sheath, there was blood leaking back through the hemostatic valve of the vizigo sheath. They replaced the vizigo sheath, and the procedure continued without further issues. They do not appear to have any damage on the sheath. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No air entered the patient¿s body. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002078 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).